Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had issues with therapy last night in an arctic sun device. Patient temperature (pt) was cooled to targeted temperature (tt) and reached targeted temperature (tt) at 9am. Therapy had stopped with an alarm 115 prolonged warm water exposure. Patient temperature (pt) was 36.2c, targeted temperature (tt) was 37c primary probe foley 36.2c rectal 36.2c. Event log shows alarm 115 prolonged warm water exposure, alert 114 therapy stopped and alert 50 patient temp 1 erratic, alert 114, alarm 115 alarm 115 and alert 50. Nurse confirms that they swapped out to a foley probe from an esophageal probe and patient temperature (pt) had been correlating, but patient temperature (pt) was febrile 3 hours ago with temperature of 101f. Esophageal probe was not correlating. Discussed the alarm 115 and how it was a safety alarm to encourage evaluation of patient skin as they have been exposed to warm water for extended periods of time. Noted changing out the probes likely helped with the alert 50 as now the patient temperature (pt) had been consistent and correlating. Restarted therapy. Water flow rate (wfr) was stabilized at 3 l/m and water temperature (wt) was 34.2c. Encouraged to monitor and call back with any alerts/alarms/questions. Sn (B)(6).

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. Patient temperature (pt) was cooled to targeted temperature (tt) and reached targeted temperature (tt) at 9am. Therapy had stopped with an alarm 115 prolonged warm water exposure. Patient temperature (pt) was 36.2c, targeted temperature (tt) was 37c primary probe foley 36.2c rectal 36.2c. Event log shows alarm 115 prolonged warm water exposure, alert 114 therapy stopped and alert 50 patient temp 1 erratic, alert 114, alarm 115 alarm 115 and alert 50. Nurse confirms that they swapped out to a foley probe from an esophageal probe and patient temperature (pt) had been correlating, but patient temperature (pt) was febrile 3 hours ago with temperature of 101f. Esophageal probe was not correlating. Discussed the alarm 115 and how it was a safety alarm to encourage evaluation of patient skin as they have been exposed to warm water for extended periods of time. Noted changing out the probes likely helped with the alert 50 as now the patient temperature (pt) had been consistent and correlating. Restarted therapy. Water flow rate (wfr) was stabilized at 3 l/m and water temperature (wt) was 34.2c. Encouraged to monitor and call back with any alerts/alarms/questions. Sn (B)(6) the instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had issues with therapy last night in an arctic sun device. Patient temperature (pt) was cooled to targeted temperature (tt) and reached targeted temperature (tt) at 9am. Therapy had stopped with an alarm 115 prolonged warm water exposure. Patient temperature (pt) was 36.2c, targeted temperature (tt) was 37c primary probe foley 36.2c rectal 36.2c. Event log shows alarm 115 prolonged warm water exposure, alert 114 therapy stopped and alert 50 patient temp 1 erratic, alert 114, alarm 115 alarm 115 and alert 50. Nurse confirms that they swapped out to a foley probe from an esophageal probe and patient temperature (pt) had been correlating, but patient temperature (pt) was febrile 3 hours ago with temperature of 101f. Esophageal probe was not correlating. Discussed the alarm 115 and how it was a safety alarm to encourage evaluation of patient skin as they have been exposed to warm water for extended periods of time. Noted changing out the probes likely helped with the alert 50 as now the patient temperature (pt) had been consistent and correlating. Restarted therapy. Water flow rate (wfr) was stabilized at 3 l/m and water temperature (wt) was 34.2c. Encouraged to monitor and call back with any alerts/alarms/questions. Sn (B)(6).